Event description:
Customer states that they received a blood glucose result in the 300's. They called the doctor and were advised to go to the hospital. At the hospital they tested and received a reading in the low 100's. The customer was kept for observation. Blood glucose kept dropping. The customer was given peanut butter and crackers. No controls were being used and the customer is storing glucose strips out of the original vial. A request was made for the return of the suspect device and replacement product was sent.